Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000081089.

Event description:
It was reported that patient experienced ineffective therapy and unable to set their ipg to MRI mode. Diagnostics indicated high impedances on one of the octrode leads. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025 wherein the lead with high impedances was explanted and replaced to address the issue.